Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred and the insulin gauge was inaccurate. No impact to the customer's blood glucose. Customer changed supplies, received an accurate fill estimate and cleared occlusion alarm.